Event description:
After some ir60mb reload had been fired via an i60 stapler in a laparoscopic vertical gastro-plasty procedure, it was observed that some staples were underformed and the tissue had been only partially transected. The procedure was completed by means of another device.

Manufacturer narrative:
Three ir60mb reloads were visually examined and were found undamaged. Furthermore, the position of the reload shuttles showed that the knife had transected the full length of the tissue. The i60 stapler was also tested and performed according to specifications. The root cause of the alleged malfunction could not be determined.